Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a company representative who reported that the pump was replaced on (B)(6) 2019. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient receiving fentanyl (1500 mcg/ml at 392.5 mcg/day), clonidine (600 mcg/ml at 157 mcg/day), and bupivacaine (12 mg/ml at 3.14 mg/day) via an implanted pump. The indication for pump use was spinal pain. On (B)(6) 2019 it was reported that a motor stall was seen at initial interrogation. The patient did not recently have an MRI. The pump stalled last night (B)(6) 2019 at 11:53 pm and had not recovered. Per the hcp, the patient was going through withdrawals right now. No further complications have been reported as a result of this event.